Event description:
It was reported that on (B)(6) 2022 the patient suffered a suspected ischemic stroke. The patient was placed on hospice care and passed away on (B)(6) 2022 due to muti-system organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to multi-system organ failure and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.